Event description:
During a device exchange procedure due to elective replacement indicator (eri), the patient experienced ventricular fibrillation (vf) and a cardiac arrest. External defibrillation therapy was delivered to the patient to terminate the vf and cardiac arrest. Additionally, right ventricular (rv) lead insulation damage was suspected, although not confirmed. The device was explanted; the rv lead remains implanted. The patient was stable.